Manufacturer narrative:
On 07/13/2017 - we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
On 6/22/2017 - the consumer claims to have received a burn on her back. Her comforter was also burnt. The consumer was lying on the product.